Event description:
It was reported that the patient was a (B)(6) female, admitted with a urological pathology. The customer reports that the parenteral liquid was found diffusing around the catheter that was inserted in right jugular. It resulted in erythema and pruritus, the catheter was removed and a bacteriological analysis was conducted. Bacteriological analysis conducted on the catheter after removal was negative (candida albicans was detected but below the infection threshold).

Manufacturer narrative:
(B)(4).